Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the lumen catheter balloon was found to be ruptured and the indwelling catheter was replaced after the examination. When the patient underwent transurethral resection of the prostate on the morning of september 14, 2021, with a three-chamber urinary catheter in place. At 5:00 am on september 15, 2021, the patient felt that the sheets were wet. At that time the doctor on duty found the catheter to prolapse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lumen catheter balloon was found to be ruptured and the indwelling catheter was replaced after the examination. The patient underwent transurethral resection of the prostate, with a three-chamber urinary catheter in place. The patient felt that the sheets were wet on the next day and the doctor found the catheter to prolapse.